Event description:
A gore viabahn covered stent was placed over the wire into patient. A representative from the company was present and instructing the physician. The stent would not deploy after the string was pulled per instructions. "Sharp piece sticking out" quoted the surgeon. The stent was then removed at the recommendation of the representative. A new device was then deployed without incident.